Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd pegasus¿ safety closed IV catheter system experienced leakage. The following information was provided by the initial reporter: when preparing intravenous infusion for the patient, the nurse found fluid leakage at the connection of the bd closed anti-needle puncture type intravenous indwelling needle the nurse in the breast surgery department found a fluid leak in the extension tube during the exhausting process.

Manufacturer narrative:
The following fields were updated with additional/corrected information: d.4. Medical device expiration date: 2023-01-31. D.4. Medical device lot #: 0028385. H.4. Device manufacture date: 2020-01-28. H6: investigation summary a device history review was conducted for lot number 0295623. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Review of the assembly record showed there were no nonconformities, deviations or rework activities for this lot. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that at least one bd pegasus¿ safety closed IV catheter system experienced leakage. The following information was provided by the initial reporter: when preparing intravenous infusion for the patient, the nurse found fluid leakage at the connection of the bd closed anti-needle puncture type intravenous indwelling needle the nurse in the breast surgery department found a fluid leak in the extension tube during the exhausting process.